Event description:
While attempting to defibrillate a patient in cardiac arrest, the device did not discharge via electrode pads. Complainant indicated that the clinician obtained another device to continue treating the patient. There was no adverse effect to the patient due to the reported malfunction.